Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing unexplained low blood glucose for several days. The customer's most recent glucose reading was 102mg/dl. The customer stated that the paramedics were called and treated her glucose level of 32mg/dl. The customer stated that she was not connected during prime and she is very brittle diabetic. The customer stated that she has been more active lately, which may have caused her glucose level to drop. No further info was provided.